Manufacturer narrative:
It was confirmed that the display was cracked and the crack was interfering with stylus functioning. It was additionally found that the stylus cable insulation was ruptured, but the stylus was still functional.

Event description:
It was reported that the programmer's display screen was cracked and would not function with the stylus pen. The programmer has been returned to service. No patient complications have been reported as a result of this event.